Event description:
The customer reported being connected during priming and the insulin was squirted out. Advised the customer not to prime while connected. The customer stated that his glucose level dropped to 83mg/dl, and he treated with food. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the error alarm.